Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty charging pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to perform troubleshooting with tandem technical support and reverted to an alternate method of insulin therapy.